Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Reportedly, the customer is using the same settings that were used on prior non tandem pump, and may be over bolusing due to the carbohydrate ratio that is set.

Manufacturer narrative:
No prod returned for eval. Should new info become available, a supplemental form will be submitted.